Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information on how to reset the pump and assisted the caller in resolving the issue, allowing continued use of the pump. Caller was advised to report back if the malfunction recurs.